Manufacturer narrative:
Exact date unknown, event occurred several months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having to charge the ipg more frequently. There was no device malfunction suspected. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg will not be returned.